Event description:
It was reported that the user received insulin occlusion alerts on an ilet system and experienced hyperglycemia with blood glucose readings up to 398 mg/dl; customer support guided the user through resuming delivery and filling tubing, with visible drops observed, and advised a full supply change if occlusions recurred. Symptoms included hyperglycemia. Outcomes included no long-term health impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem found and an unclear cause for the reported lack of insulin effect during the occlusion alerts. It was concluded, based on previously established findings for similar reports, that the cause was not established with insufficient information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.